Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: one complaint product sample was received for inspection. The sample was received open without its original package. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. The complaint product sample was visually inspected, during the visual inspection with the microscope it was found a hole on the cassette film. No damages were found in the cassette hard plastic. After further inspection, no other problems were found. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 air detected in cassette warning during drain 1 of their pd treatment. A fluid leak was subsequently discovered during treatment complete - step 9. Fluid was discovered in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the inside the cassette door. It is unknown at what point in treatment the fluid leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment manually on the day of the reported event. The patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical support they received the m31 air detected in cassette warning during drain 1 of their pd treatment. A fluid leak was subsequently discovered during treatment complete - step 9. Fluid was discovered in the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the inside the cassette door. It is unknown at what point in treatment the fluid leak began. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the pump module area and on the external portion of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment manually on the day of the reported event. The patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.